Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected the event reports that the sterile packaging was damaged. This was identified during surgery but no further information has been provided (no adverse-event has been reported).an alternative implant was used to complete the surgery. Evaluation of the returned product/photographs provided confirmed the sterile packaging pouch is damaged. Therefore, the reported event is confirmed. The packaging blister was not returned with the device, therefore a breach of sterility cannot be determined. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Product was manufactured prior to design change. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and packaging design deficiency. This device falls within the scope, the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this CAPA, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip arthroplasty, when opening the package the surgeon noticed the implant had punctured the plastic packaging it was encased in. The implant was deemed contaminated and we set the implant aside and opened another one of the same size. Attempts have been made and additional information on the reported event is unavailable at this time.